Event description:
It was reported the blood pressure measurements times out and takes inaccurate readings. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed by remote service personnel who advised the customer to replace the cuff and hose but the issue still persists. The remote support engineer provided the customer with a service quote for onsite service for further analysis. The product malfunction was unable to be confirmed because the customer refused onsite service and the quote expired. A review of the service history for this device shows the problem has not been reported again for this devic.